Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. High voltage test with 5500 vdc from electrode to shaft has been performed and is ok on the entire shrink sleeve surface. Mechanical functions also in order. The "karl storz" specific labeling according to labeling drawing of "lot" and "ce0123" has been removed on the intermediate piece in the proximal area and provided with external etching. The shrink tubing in the distal area has been slightly retracted and tapered (ground). Chips and scratches clearly visible on the entire shrink tubing surface. Date of manufacture no longer traceable due to removed batch marking. Shaft slightly bent at the transition to the luer part with intermediate piece. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with a metal outer sheath, insulated, 36 cm according to the information received an inspection for damage was performed at the user. None could be detected. During the surgery, there must have been a current leakage at the shaft. It is not known whether the patient was injured. Information about patients health was not provided. Additional patient information is not available. Date of event not known.